Event description:
It was reported that the patient had a micl 12.6 implantable collamer lens implanted in the left eye in 2006. As part of the study, the patient reported a second surgical procedure due to a retinal detachment. Further information was requested from the surgeon but not yet received. If any additional information is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation results: a work order search was performed, and there were no similar complaint found.